Manufacturer narrative:
(B)(4). This event was originally reviewed and determined to be non-reportable. However, upon examination of the returned device sample, the event was determined to be the result of a product malfunction and therefore, reportable. Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that in the operating room, after inserting the sheath and dilator, the user was unable to remove the swg. As a result, the swg, dilator, and sheath were all removed and a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient.